Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of conformance (c of c), system risk analysis (sra), lot trending, functional analysis and retains analysis. Per the certificate of conformance, the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." Trending analysis by lot number was reviewed from 09/27/2016 to 03/26/2017 and trending was not exceeded. The used tape sample was not returned. One roll of sealasure tape was received. It was visually inspected and the sterrad® lettering was red. The returned product was tested for functionality and the pre- and post- sterrad® process colors met specification. The cause of the reported color-chemical indicator issue could not be verified. This issue will continue to be tracked and trended.

Manufacturer narrative:
Alert date is 08/03/2016. Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 20315.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® nx cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.